Event description:
On (B)(6) 2026, a complaint was reported involving (6.5 x 40 poly, part number 00-1300-7640; used in a scoliosis procedure at (B)(6) hospital. The issue was identified in the clinic/post-operative setting. The surgeon reported that the screw at the bottom of the construct had broken, necessitating a revision procedure.